Manufacturer narrative:
Additional information: d9, e1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted in the returned video, blood could be seen on the tissue close to the staple line. A partially formed staple was noted in the tissue. In the returned image, the staple cartridge could not be properly examined to image quality. Inspection of the returned instrument noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line. It was reported that there was a small amount of bleeding in the antrum region and an unformed staple. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, after stapling the stomach, there was a small amount of bleeding in the antrum region and an unformed staple. The surgeon used suture to resolve the issue.

Manufacturer narrative:
Additional information: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the blood could be seen on the tissue, close to the staple line. A partially formed staple was noted in the tissue. The staple cartridge could not be properly examined to image quality. It was reported that there was a staple line bleeding and staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.